Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a detached end cap and a cracked case near the display window corners were noted during the visual inspection. The prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm test could not be performed due to the detached end cap.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated the bottom portion of the device has fallen off and the back portion near the drive support cap is pushed out when they attempt to prime. Advised customer to replace insulin set and revert to back up plan. Customer's blood glucose level was 287 mg/dl at time of reporting. Nothing further reported.